Event description:
It was reported that the user awoke to find the ilet touchscreen cracked; the user stated they sleep on the ilet and attributed the damage to this, while blood glucose remained stable at 172 and there was no impact to therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.